Event description:
The lay reporter called on behalf of the sppouse in 2005 alleging that her ultra meter had been set to the incorrect unit of measurement (uom). The medical affairs specialist spoke to the patient 4 days later, and obtained/verified the following information: the patient has had diabetes for 28 years and tests her blood glucose at least four times a day and is on an insulin pump. Sometime in 2004, she had blood glucose readings of what she assumed were in the low 200 range over one weekend and experienced symptoms of what she thought was flu. She had not been feeling well and had been throwing up. On a monday (date unknown) she tested her blood glucose and received a 28.5 mmol/l (513 mg/dl) and assumed that the meter read "285". She started to vomit and felt worse. She contacted her physician for advice due to her symptoms and the reading she received and waited for his call and finally decided to go to the hospital (2.5 hours later) since had not heard from the physician. When she went to the hospital her blood glucose over 600 mg/dl on the lab. She was admitted in ICU and her insulin pump was taken off and she was treated with insulin via an IV. She was diagnosed with hyperglycemia, "high pancreatitis" and her vomiting was reportedly a side effects from her rheumatoid arthritis medication. She also had a monitor to check her erratic heartbeat. The meter was previously set to the correct uom and the patient does not recall recently going into the meter settings and changing the uom. She tries to keep her blood glucose levels below 200. If anything is over 200 she is advised to notify her physician. The patient would have sought medical attention sooner had she had known her readings were "over 600 mg/dl". Customer care agent (cca) assisted the patient in setting the meter back to mg/dl and sent the patient a replacement meter. The complaint is being reported as an adverse event, since there was a delay in treatment because the patient misinterpreted the results to be lower and the patient would have sought medical attention sooner if she had known her readings were high.